Manufacturer narrative:
The system has no system or data logs that can be reviewed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of acceptable limits. The customer can also utilize the pattern paper to confirm the system laser is providing correct pattern/coverage. The review of the pattern paper showed proper pattern/coverage. This shows the system was operating as expected. According to the fraxel dual laser system user manual, blisters and redness are known possible complications of fraxel treatment. Blistering or burns may develop over the treated areas. Mild-moderate transient erythema is an expected response. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, blisters and redness are known complications of fraxel treatment. At this time, no CAPA is necessary.

Event description:
A user facility reported that a patient experienced blisters on the face that were noticed after conclusion of a fraxel treatment of the face, neck, and chest. No other treatments (besides the one reported) were being performed in the same symptom area where the symptoms were reported. The patient had no history of aesthetic treatments in the affected area. The patient used aquaphor as a skin care product before and after treatment and avoided sun exposure during healing and post healing. The patients skin type has been recorded as skin type ii. The highest energy used for the 1550 was 45mj and 15mj for the 1927. The total treatment on the face was reported as 4 passes of each wavelength. No system errors occurred nor was out of the ordinary noticed. The treatment tip used in this treatment was not used to treat any other patients prior. A burn paper test was performed before using the associated tip, and the results looked good. (The customer noted that the burn paper test that was performed prior to treatment was not kept.) The customer performed an additional burn paper test after the incident occurred, and the test demonstrated acceptable results with proper pattern/coverage. The patient was treated with an unknown antibiotic and the current status at the time of the report indicated that the blisters are improving with some redness. Permanent scarring is not expected. An available picture was reviewed by the solta medical reviewer and assessed that a large blister is seen on the face, along with redness, and scattered crusts are visible. The injury is deemed serious by the solta medical reviewer due to the large blister and surrounding severe erythema, as well as use of an antibiotic for treatment.